Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the common femoral artery (cfa) with anterograde approach. The 99% stenosed target lesion was located in the anterior tibial artery (ata). After a non bsc guide wire crossed the lesion, a 1.5mm x 20mm x 142cm coyote¿ es balloon catheter was advanced for dilatation. However, the balloon ruptured on the first inflation at 6 atmospheres. The device was removed from the patient and the procedure was completed with another coyote es balloon catheter. No patient complications were reported and the patient's status was good.